Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n758366, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: accessory. Other relevant device(s) are: product ID: 8590-1, serial/lot #: n758366, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving dilaudid at a n unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient had swelling around the pump pocket. The patient was directed to neurosurgery as the pump appeared to be eroding through the skin. The patient had a pocket revision on (B)(6) 2018 to remove the dacron pouch, which the hcp believed the patient was allergic to. There were no environmental, external, or patient factors that may have led or contributed to the issue. No troubleshooting or diagnostics were performed. The event was considered to be resolved and the patient's status was "alive - no injury". No further issues were reported or anticipated.